Event description:
Approximately one week after cervical fusion with infuse bone graft, patient allegedly had cervical swelling. Patient was given steriods but also had reoperation to explore the site. Event is under investigation.